Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant, due to regurgitation.

Manufacturer narrative:
Evaluation: device history reviewed. Results code: device history review found the product met specification when released for distribution. Conclusion code: cause of event cannot be determined. Analysis: the vale was returned on 24 july, 2009, and currently is undergoing extensive eval. Echocardiogram review: the images appear to have been acquired before the pt was weaned from cardiopulmonary bypass. The aortic bioprosthesis is not adequately interrogated. Aortic regurgitation could be present. However, the limited available images preclude its characterization as central/valvular or paraprosthetic, or even its severity; if it is valvular, image acquisition while the patient is still on cardiopulmonary bypass would not be expected to be reflective of valve function under normal hemodynamic conditions. Conclusion: the device history record was reviewed, and showed that this valve met all manufacturing spec for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a follow up report will be submitted.